Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a pt infection. There was no report of adverse pt infection. There was no report of adverse pt effects due to the explant procedure.